Manufacturer narrative:
(B)(4). Concomitant products: eeaxl2535, eea xl 25mm single use stapler with 3.5mm staples, device was also used, lot # p5a0705kx; procode gdw. The 510k k062850.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). MFR contact: (B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the surgeon attempted to load the anvil to the spike of the eea stapler. The surgeon stated he thought it had clicked. It came off, so the surgeon tried to mate the anvil to the spike again but each time he did, the anvil would not stay on the spike. When he applied pressure to push the spike into the anvil the wingnut at the rear of the eea stapler would turn. At this time another eea stapler was opened to use with the first anvil (the first eea stapler was never fired). When the anvil in the esophagus was being pulled down, in preparation to mate it with the new stapler that had been opened, the anvil pulled straight through the tissue. The surgeon transected 1cm of esophageal tissue. There was unanticipated tissue loss and tissue damage. Another orvil was then opened and passed transorally. The anvil was mated to the eea stapler and fired. The procedure was converted to open. Surgical time was delayed by more than 30 minutes. Patient was intended to go to the floor and had to go to ICU instead. Nothing fell in the patient cavity. No reinforcement material was used. Last known patient status: stable.